Manufacturer narrative:
H6: ventec will perform an evaluation of the device. A follow-up report will be submitted when the investigation is complete as defined by 21 cfr 803.56.

Event description:
It was reported to ventec that the device would intermittently not ventilate. Per the reporter the device did allegedly smell like cigarette smoke. There was patient involvement associated with the reported event. The reporter advised that there was no patient harm as a result of the reported issue.

Manufacturer narrative:
H6: the device was evaluated by ventec where the reported issue of no ventilation output could not be duplicated or confirmed. Ventec downloaded the device's electronic records (system logs) for analysis, but no discrepancies were observed. Proper device operation was confirmed through functional and performance testing. The cause of the reported issue could not be determined.